Event description:
Nellcor puritan bennett received a call on 08/05/98. Called to report the following problem: all leds on, no volume delivered with constant single tone alarm. No patient harm, found during testing.